Event description:
Hcp reported patient had baclofen pump implanted and 8 days later baclofen dose was increased from 100 mcg to 120 mcg. Later in the day patient experienced a "generalized seizure" and generalized paresthesias, patient had no history of seizure. Baclofen daily was decreased to 100 mcg. Eeg showed no evidence of seizure activity. X-rays confirmed catheter and pump were in correct position. Patient was reporting continued decrease of spastcity, decreased pain and improved spontaneous movement. Paresthesia was improving. Follow up with nurses at rehabilitation center revealed patient's final diagnosis was "seizures after baclofen pump." The daily dose remains at 100 mcg and the patient has had no more seizures, the paresthesias have resolved and patient getting "excellent" response to therapy.